Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal sufentanil 4500.0 mcg/ml clonidine 1000.0 mg/ ml bupivacaine 18.0 mg/ ml dilaudid (hydromorphone) 15.0 mg/ ml (doses unknown) via an implanted pump. The pump's indication for use (IFU) was listed as failed back surgery syndrome spinal pain. The physician "did something to the pump and it's not working anymore.¿ the patient was ¿in so much pain." The hcp turned the pump down and changed the bolus from every 2 hours to 4 hours. The patient was dismissed by their hcp (B)(6) 2015. The refill and alarm date are (B)(6) 2015.